Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had a fall and landed on the ipg site, which caused the wound to open and exposed the ipg. The patient was admitted to the ER and the device was explanted. Follow up indicated that the patient has recovered without sequelae. The physician plans to reimplant once the patient has fully recovered.